Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms occurring while the mpu was in use was confirmed. The provided log file contained data spanning approximately 1 day ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Low voltage and no external power alarms were intermittently observed throughout the data while the mpu was in use, correlating to the rsoc and bus voltage both dropping below the alarm thresholds. Each alarm resolved with a few seconds of activation, or when the patient switched power sources. No other notable events were observed. The returned mpu (serial number (B)(6)) was received at the service depot. The mpu was connected to a test system controller which was connected to a mock loop. Upon manipulating the mpu¿s patient cable near its y-connector, low voltage/no external power alarms became intermittently active, consistent with the data observed in the log file. The cable was opened. The cable¿s shielding around the y-connector was observed to be frayed, and the inner orange wire (positive power line) was observed to have been fractured. A broken orange wire shorting to the shield would have caused the reproduced low voltage/no external power alarms to occur. Per customer request, the mpu was scrapped. The root cause of the reported event was determined to have been wire fatigue within the mpu¿s patient cable; however, the root cause of the wire fatigue was unable to be conclusively determined. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instruct users on how to resolve all specific alarms that sound from their controller, including low voltage / no external power alarms. The heartmate 3 patient handbook ( rev c, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mpu did have a v-lock ac power cable, and the patient reported that the cord was secure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted upon the manufacturer's completion of the investigation.

Event description:
It was reported that the patient had multiple power cable disconnect alarms on (B)(6) 2021 . The log file confirmed intermittent no external power alarms starting on (B)(6) 2021 at 9:10pm lasting until (B)(6) 2021 at 12:10am. This was caused by power to the mobile power unit (mpu) being briefly interrupted. Otherwise there were no notable alarm conditions or parameter changes. The device was functioning as intended.